Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Further evaluation was discussed. The patient was brought into the clinic, and at the time of the evaluation normal impedance was showed with no noise. A spring contact issue is suspected to be the cause for the rise in impedance and it is expected to see occasional spikes in the future. No changes have been performed. The device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).